Manufacturer narrative:
(B)(4). Retainer ring: black. Unit p-cap / reservoir locked properly in place and passed displacement test. The following were noted during visual inspection: scratched case and broken belt clip rails. No cosmetic damage noted at retainer ring during visual inspection.

Event description:
The customer called via phone call and reported that their insulin pump had a missing retainer ring. The customer stated that the reservoir was able to lock into place when inserted into the insulin pump. No harm requiring medical attention was reported. The insulin pump will be returned for analysis.